Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that a patient's implantable neurostimulator (ins) reached end of service (eos). The patient had their third ins replacement in (B)(6) 2013. The previous model inss lasted about 3.5 years; however, the current model ins lasted less than expected. Since the patient had not followed up with their hcp for about six months, this resulted in the ins suddenly reaching eos, therapy stopping, and the patient returning to a dystonic status. He was injured when he bit his tongue, and had major blood aspiration in the lungs. The patient had to be incubated in the intensive care unit (ICU) and was unconscious. No troubleshooting was done since the ins was at eos when interrogated by the hcp. The ins was programmed to c+, 0-, 1- at 4.8v, 60 usec, 130 hz on the left side and c+, 4-, 5-, at 4.6v, 60 usec, and 130 hz on the right side. Therapy impedance was measured to be 1020 ohms on the left side and 555 ohms on the right side. The ins was explanted, replaced, and programmed to the same settings as the patient had prior to the surgery. Additional information received from the representative reported the patient did not check the ins with the programmer and did not see an elective replacement indicator (eri). The patient had woken up and according to relatives his condition was similar to that of prior to the event. He was being hospitalized at the neurology department and was receiving effective therapy. It was noted that the patient had not been seen in six months because he was implanted in a different country and was relying on the fact that all of his previous replacements were after 3.5 years, and thus it was normal for the patient not to be seen for follow-up for six months based on previous ins longevity. It was unknown if it was normal for the patient not to check the ins. Interrogation of the device noted that the device was at eos even though the battery status was 2.60 v. Indication for use included idiopathic dystonia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer passed away a few days ago. The implantable neurostimulator (ins) was being sent back for analysis.

Manufacturer narrative:
The exact date of death is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the cause of death in may was due to a pulmonary infection that was caused by the consumer's extensive stay in the ICU. It was unknown what symptoms the consumer experienced prior to their death, but the death was not thought to be related to the device or therapy. It was noted the ins was still going to be returned.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The implantable neurostimulator reached normal end of life, with telemetry and output being okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.